Manufacturer narrative:
Other text: one device was returned for analysis. Visual inspection showed the pump was in good condition. Functional testing included a functional check and a battery loss alarm test was performed. The reported issue was not duplicated. There were no issues with the device delivering. The pump was tested and was found to be functioning properly and delivering within specification. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the pump delivers a different amount of drug than programmed and randomly variable from day to day and too large amount to be compatible with the therapy delivered. No patient injury.